Event description:
The facility reported an infusion pump that would not turn on. The event was reported to have occured prior to pt use. According to the hosp rep., no pt injury or medical intervention had been reported related to the device. No additional information or contact was available.